Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip as a denture adhesive. Co-suspect medication included fixodent. In 2003, the pt used super poligrip at unk dosing. At an unk time after starting super poligrip, the pt experienced neuropathy, neutropenia, leukopenia, anemia, and copper deficiency. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The pt used super poligrip from 2003 until 2010 and fixodent from (B)(6) 2011. The pt experienced copper deficiency with neuropathy, neutropenia, leukocytopenia, and anemia. The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future."

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number this product was available. (B)(4).